Manufacturer narrative:
Complaint states ¿device doesn´t maintain pressure, doesn´t alarm.¿ this issue was not confirmed upon evaluation of the returned device, which functioned and alarmed properly. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labeling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.

Event description:
Failure to alarm: device doesn´t maintain pressure and doesn´t alarm.